Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 5117192, model/catalog description: linear st lead kit 50 cm. Model number/catalog number: sc-1160, serial number: (B)(4), batch/lot number: 348274, model/catalog description: spectra wavewriter ipg kit. Model number/catalog number: sc-4316, batch/lot number: 23182466, model/catalog description: clik anchor. The explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the leads and ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device(s) was found to be satisfactory.

Event description:
A report was received that the patient developed an infection at the anchor site. Symptoms were swelling, redness and oozing from the incision site. Infection was not device or procedure related, however physician believed that poor healing and improper care of incision sites may have caused it. Antibiotics were prescribed. The patient underwent an explant procedure.